Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm weak battery, low battery and blank display. Customer's blood glucose was 435 mg/dl. The customer was treated with manual injections. After the troubleshooting was done, customer was advised to monitor pump and we will ship a replacement battery cap.